Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 07/21/2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect found. Investigator confirmed issue in history but was not able to reproduce during investigation. During investigation several cs (B)(4) alarms verified in black box and history. The display was fully functional during investigation. Opened pump inspected printed circuit board. Board, and flex from transceiver board, no defect found.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.